Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that a cartridge alarm 1 occurred during the load sequence the customer's blood glucose level was 177 mg/dl at time of these events. Subsequently, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 154 mg/dl. The customer reverted to alternate therapy for diabetes management.